Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 43mg/dl. Customer further states that blood glucose was in the range of 40mg/dl, 50mg/dl and 60mg/dl. Customer treated low blood glucose with whole bar of (B)(6) chocolate . Customer states that they spiked up high to 350mg/dl after meal and treated with bolus. Customer current blood glucose was 170mg/dl. Customer reports that insulin pump was worn during a medical procedure or test around MRI. Customer states that insulin was dripping out from end of set before connecting at their site. Customer performed troubleshoot for low blood glucose. Customer advised to monitor the pump and blood glucose. Insulin will not be return for analysis.